Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported the customer was hosptialized with high blood glucose. The customer was advised by their doctor to stop insulin pump therapy. The customer's blood glucose was unknown at the time of the call. The details of the hospitalization was unknown. The insulin pump will not be returned for analysis.